Event description:
Customer reported that she was hospitalized with high blood glucose levels and dka. Bad sinus infection was the cause of hospitalization as per md. Customer stated that the pump was giving her no delivery alarm all day before she went to the hospital.